Manufacturer narrative:
If new information becomes available, a follow up report will be submitted.

Event description:
It was reported that the t:connect logbook was duplicating bolus and carbohydrate data. There was no impact to the patient.